Event description:
A customer reported that the system displayed a message indicating that service was required. Three surgeries were canceled. It is not known whether the event occurred during surgery, nor whether any patients were impacted. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and replaced the motor/shutter assembly as a precaution. The system was then tested and met product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. (B)(4).